Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study updated the clinical diagnosis to increased low back pain. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via clinical study indicated the cause of the motor stall with recovery was not determined. The patient's weight was (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving sufentanil (283.0 mcg/ml at 127.99 mcg/day), bupivacaine (21.3 mg/ml at 9.633 mg/day), and clonidine (968.0 mcg/ml at 437.79 mcg/day) via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported the patient presented to the emergency room (ER) early on the morning of (B)(6) 2017 with complaints of their pump alarm going off for three days. The principal investigator received a call from the ER physician who related the patient's primary complaint upon arrival to the ER as pain in the entire lower back region which had become increasingly severe since hearing the alarm on his pump several days ago. The patient's blood pressure was 200/90 requiring treatment and the pain was described as his usual pain, only significantly more severe and disabling. The patient required a fentanyl drip for pain control and a transfer to another hospital was necessary for surgical replacement of the pump. The pump was explanted and replaced on (B)(6) 2017. Intraoperative telemetry showed a pump motor stall on (B)(6) 2017 at 2300 with a spontaneous recovery on (B)(6) 2017 at 0423. The elective replacement indicator was at 34 months. The etiology was noted as related to the device or therapy and not related to the implant procedure. The outcome was resolved without sequelae on (B)(6) 2017. No further complications were anticipated/reported.